Event description:
The hcp reported the patient was implanted with a pump and strated at an intrathecal baclofen dose of 120mcg/day. The pt experienced bradycardia and hypothermia with a body temperature of 93 degrees. The hcp reported the pt usually runs low temperature, but not this low. The pt is experiencing no other adverse symptoms and is reported to be doing well on the therapy otherwise. The hcp decreased the daily dose to 100 mcg and used warming blankets. The problem resolved and the pt's body temperature to normal. "A few days later while in rehab, the pt's physiatrist increased dose to 125mcg/ml and pt's temp hovered around 95-96". No device troubleshootind was done. The pt is reported to have recovered wihtout sequela and was discharged to a nursing home in 2006 and has not presented with any further device or drug problems.